Event description:
The pt reported that the buttons were slow to respond on the keypad. The rptr denies damage to the keypad or exposure to moisture. The buttons spring back normally.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "up", "down" and "ok" keypad buttons were intermittently responding and required excessive force to activate. Additionally, the "up", "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts. The bolus button was difficult to push and the bolus button slug was found to be misaligned after the keypad was removed.